Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Insulin pump passed displacement test. Insulin pump received with cracked reservoir tube lip, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.